Event description:
It was reported that the customer experienced high blood glucose and was lethargic. The blood glucose reading was 28.2mmol/l and the customer treated with a 15.0 units of insulin. It was stated that he customer changed the infusion set and the cannula was bent as well, but the insulin pump did not alarm no delivery. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.